Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the same nibp (non-invasive blood pressure) reading. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact / injury.

Manufacturer narrative:
H10: to resolve the issue, the device was rebooted. A reboot / restart of the system is a standard operating practice that is recommended in our IFU for the customer. Although the reported issue was resolved by rebooting the device, it is not known what caused the customer's issue initially. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.